Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to have cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged without further incident within the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 123231698 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 123231698. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged without further incident within the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector. Inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone spheric rao100c batch 123231698 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 123231698. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in a pouch; lens was packed in a separate hydrated pouch. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was pushed in. Provided lens was inspected under x10 magnification and was found to be torn in haptic and optic area. Following the full injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. Signs of plastic stretching at the tip of the nozzle were spotted, indicating force has been exerted on the injector to achieve injection. There were visible traces of ovd residue inside the cartridge chamber. The injector was re-assembled, and 1x rayone aspheric rao600c +34.00 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was successful; no issues occurred during this process. Product return inspection performed confirms the event as reported. Product return inspection and testing completed found no fault of the rayone injector. The device performs as intended/per design. The injector nozzle shows signs of stress which indicates that significant force has been exerted to achieve lens injection. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point it became trapped may be the causative factor to the lens being delivered damaged in this case; however, root cause cannot be established. We can however from our findings exclude an injector related cause.

Event description:
On 29th august 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to have cracked necessitating lens explantation and exchange.